Manufacturer narrative:
Batch review performed on 27 march 2018; lot 147673: (B)(4) items manufactured and released on 09 june 2015. Expiration date: 2020-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs on 23 march 2018 insert revision in tka 2 years after primary for joint instability. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction.

Event description:
About 2 years after primary the surgeon revised the patient joint for a knee instability swapping the insert with a thicker one. The surgery was completed successfully.